Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As the product will not be available for return, the clinical observation cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that device longevity was discussed. The estimate changed from 2.5 years to less than 0.6 years within 6 months. At this time, no adverse patient effects were reported, as a result of this observation.

Event description:
Additional information received indicates that this pacemaker was explanted. No adverse patient effects were reported.